Event description:
It is reported, maxzero, the connector was found to be leaking, and the patient was promptly replaced with a new connector. No damage or injury was caused to the patient.

Manufacturer narrative:
H.3. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.